Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high out-of-range defibrillation impedance on the right ventricular (rv) lead. Additionally, the high voltage (hv) impedance occasionally varied from in range to out-of-range values. No changes or intervention was reported. There were no patient consequences.